Event description:
A review of service data detected a reportable event. Upon servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon service investigation the battery charger was unable to power on. The battery charger failed a flash memory test. The cause of the problem was isolated to flash components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The last patient to use this battery/charger modem did not report any problems.